Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 3.4, laboratory inr: 1.9, therapeutic range: unknown. The time between testing was two (2) hours. There was no reported adverse patient sequela. The caller was not the operator of the test and provided two lot numbers from strips; lot # 343592 or 343288. Caller was unsure of which strip was used. There was no additional information provided.

Manufacturer narrative:
The inratio pt/inr test strips lot number 343288 is being reported under a separate medwatch manufacturer report number 2024969-2014-00724. Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for lot number 343592 were reviews. The lot met specifications and no non- conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of product deficiency. No corrective action is required at this time.